Event description:
It was reported that during a laparoscopic distal pancreatectomy, when firing for the first time across the distal part of the pancreas using a blue load and seamguard; the battery slowed down during the firing sequence. The firing sequence was completed and the staple and cut line was fine. On the second firing, the stapler¿s anvil was bent and would not do through the trocar. A ple60a was then opened and on the first firing using a blue load and seamguard the device locked-out and the battery was dead; no staples were deployed or cut line started. The device would not open. The reverse button was used and did not work. The bailout was used and the jaws opened and the device was removed from the tissue. An ec60a was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that one pse60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.